Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received information from an attorney representing a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2012 and alleged to have injuries including ureter injury. No further information is available at this time.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complication(s) experienced by the patient. The information received does not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. No previous complaint was reported relating to this event. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the site to obtain additional information concerning the reported event and spoke with the risk manager. The risk manager was not aware of the reported event and did not have any information to provide. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient's attorney alleges injuries including ureter injury after undergoing a da vinci surgical procedure.

Manufacturer narrative:
On 09/30/2013, isi received additional the operative report for the patient's (B)(6) 2012 da vinci hysterectomy with bilateral salpingo oophorectomy and lymphadenectomy. Additional information provided included relevant x-ray and operative reports. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. Shortly after the surgery, the patient was found to be in bigeminal cardiac rhythm. In evaluating her condition, her serum creatinine began to show elevation and ureteral patency was investigated. On (B)(6) 2012, a right ureteral stenosis was confirmed and a right stent was placed. On (B)(6) 2012, a renal ultrasound was repeated. On (B)(6) 2012, a cystoscopy and right retrograde ureteral pyelogram was performed with balloon dilation of right ureter. Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.